Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms). A query was run in the eqms on 15/apr/2026 against "lot number" "6011898" and similar malfunction codes: no malfunction based on complaint information, no malfunction based on complaint information, no failure detected. The review confirmed that lot 6011898 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 15/apr/2026 against "lot number" criteria equal "6011898" and similar malfunction codes: no malfunction based on complaint information, no malfunction based on complaint information, no failure detected. The count of complaints is 10 see attachment query export results lot 6011898 for similar complaints. Conclusion: after review, only complaint 2576523 and 2554766 was determined relevant to the reported issue. The other eight records were previously closed and are not applicable to this investigation. Device history record (DHR) review: the lot 6011898 was manufactured according to work instruction (wi) version 82 and manufactured in the machine m08, on 01/mar/2025 with a total of (B)(4) units. Sub-assembly: assembly the sub-assembly of the lot 5b03936 was manufactured according to the wi version 28 and manufactured in the quick set line, on 01/mar/2025, with a total of (B)(4) units. The sub-assembly of the lot 5c00389 was manufactured according to the wi version 28 and manufactured in the quick set line, on 04/mar/2025, with a total of (B)(4) units. Sub-assembly: gluing of tubing the sub-assembly, gluing of tubing of the lot 5b01824 was manufactured according to the wi version 42 and manufactured in the machine mp04 and mp08, on 22/feb/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5b04987 was manufactured according to the wi version 42 and manufactured in the machine mp08, on 01/mar/2025, with a total of 30,000 units. Review of the DHR showed that during the outgoing test 9 two extended was found for delamination in two sample in lot 6011898 and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code conclusion: the DHR review supports compliance with manufacturing and quality requirements. The isolated outgoing test 9 finding was appropriately addressed through extended sampling with acceptable results. No issues were identified that would have contributed to the reported complaint. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6011898 and related malfunction codes. Two complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user-related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. The assessment was based on documentation only. No manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was experienced low blood glucose level due to miscalculation of carbohydrates event on (B)(6) 2026. The patient's blood glucose level was low and was treated with glucagon shoots. No further information available.